Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The complaint was confirmed based on the field evaluation. A review of the site's system logs for the reported procedure date was conducted by the intuitive surgical, inc. (Isi) quality engineer. Investigation revealed the following possible related system errors: c-34 ¿ hf voltage too low in on state. The probable root cause can be attributed to electrical and fiberoptic defects and component issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (error c-34 on start-up and mono coag activation) was confirmed and reproduced. The unit has no significant scratches or dents. The front bezel is in decent condition. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer experienced issues with the monopolar energy. The customer stated that they swapped out the instruments and the energy cords but the integrated electro surgical unit (iesu) would keep faulting. The technical service engineer (tse) confirmed an error c-34 in the system logs and advised the customer to power cycle the iesu. The customer stated that they have done so but the error returned. The tse then had the customer power down the erbe, pull the power cord, reseat the rcb connector, reseat the power cord and power the iesu back on. Customer performed this but more errors appeared right away. Tse inquired if there were any other generators or equipment in the room that might in in close proximity. Customer powered the c-arm down, but the error occurred as soon as energy was applied. Tse had the customer try one more power cycle, but this did not help. Tse asked if they had a 3rd party generator but the customer was unaware. Tse suggested to bring in another vision side cart (vsc). Customer stated that they would and would like this tower looked at as soon as possible. The procedure was converted to another dv system with no reported injury.